Event description:
The following was reported: "the motor is not activating consistently when the footswitch is pressed. In some instances, multiple presses are required to start the motor, and in other cases, the motor stops during surgery." No negative impact in state of health reported. Cross reference MDR: 9610617-2026-00093.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).